Event description:
Dr. Is as regular user of this model of rf needle and on these two occasions, when bending the needle to fit into the CT gantry, there was a break between the flexible and rigid needle parts. On one, the electrodes encapsulated within the trocar were exposed during the rfa treatment.

Manufacturer narrative:
The complaint was not confirmed. A review of the device history record revealed no manufacturing variances related to this event. The cause of the complaint could not be determined due to the device not being returned.